Event description:
Since we have purchased the system 1e we have had a continuous series of problems, retro fits and upgrades. Now we are told that due to malmanufacturing we will need to service every 90 days not 180.